Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Device requested, not yet received.

Event description:
During a knee arthroplasty procedure, the pin fractured as it was being impacted. There was approximately a five minute delay in procedure. The procedure was completed with another device.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. The complaint was confirmed as the drive pin of the validation tool was broken and no longer captured in the validation tool. The breakage occurred at the weld site between the pin and pin head. A conclusive root cause of the event could not be determined. There are warnings in the package insert that state that this type of event can occur: section 5 states, "applying excessive force to the instruments may cause deformation or breakage."